Event description:
It was reported during an ipg replacement (manufacturer report number 1627487-2022-03456) the extension had high impedances. Surgical intervention took place wherein the extension was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.